Manufacturer narrative:
On 05/27/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 06/22/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system's mouse was not clicking on buttons within the software navigation page of synergy spine 2.1.0 software. The system's mouse cursor tracked as expected. In trouble-shooting, a software re-boot and a hardware re-boot did not resolve the issue. Attempted to use multiple mouses and universal serial bus' (usb) on the central processing unit (cpu) without resolution. Afterward the navigation system idled on the logo screen, then the software responded to mouse clicks. Mouse functioned as expected within synergy spine software, as well. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.